Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) keeps filling and pumping like its moving fluid in and out but back to the reservoir, fluid just keeps flowing back and forth. The ipp is currently implanted. There were no patient complications reported.

Manufacturer narrative:
B3 approximated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.